Event description:
Received information stating pump was delivering occlusion alarms while in school. School nurse did not know how to respond to alarm and dismissed it. Pt experienced high bg's and ketones.

Manufacturer narrative:
No product has been returned for evaluation. Should new information becomes available, a follow up MDR will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.